Event description:
It was reported that the patient reported to the emergency room for pre syncopal episodes. It was noted that the right ventricular (rv) lead exhibited potential intermittent loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.